Event description:
It is reported that an angiosculpt balloon dilated a partially re-stenosed smart or everflex stent in distal superficial femoral artery. When balloon was removed, there were at least 2 stents struts attached to balloon. The balloon was sent to (B)(4) for investigation. There is no information on stent type or size.

Manufacturer narrative:
It was reported that an angiosculpt balloon was used to dilate either a partially re-stenosed smart or everflex stent (actual stent manufacturer is unknown at this time) in the distal superficial femoral artery. When the balloon was removed, it was noted that there were at least 2 stents struts attached to balloon. The balloon was sent to (B)(4) (mfg of the angiosculpt balloon) for investigation. There is no information on stent type or size. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to draw a clinical conclusion between the device and the reported stent fracture/strut separation. No corrective or preventive action will be taken, given that; the reported failure does not appear to be related to the manufacturing process. Please note: the catalog code (cxxxxxx), represents an unknown smart control nitinol stent system. The catalog and lot numbers for the actual products used in the procedure are unknown.